Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided..

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to cystocele and stress urinary incontinence.

Manufacturer narrative:
It was reported that following insertion patient experienced infection, urinary problems, bowel problems, bleeding and vaginal scarring.

Manufacturer narrative:
Date sent to FDA: 1/25/2019. (B)(4). Additional narrative: it was reported that patient underwent removal of mesh on (B)(6) 2013 due to dyspareunia, stress incontinence, hematuria, adhesions and kidney failure. No additional information was provided.